Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/spinal pain. It was reported that the patient had surgery 2 weeks ago to have the neurostimulator (ins) relocated. Patient stated she was having pain and burning in the surgical site area where the ins was relocated to. Patient clarified that the ins had moved up towards her waist and she was having trouble recharging the unit. Patient mentioned they found out ins moved in an x-ray she had when getting an injection in her lower back. Patient stated she found out the ins moved in early october. Patient reported a rep was present during her surgery 2 weeks ago. No further complications were reported/anticipated.

Manufacturer narrative:
H6: correction made to include annex e and f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep was not made aware of this event. Rep stated the patient was medicated upon their arrival. The hcp informed the rep that they were moving the battery to facilitate more comfort, no other symptoms were verbalized to the rep. The device was surgically moved. Issue has been resolved.